Manufacturer narrative:
(B)(4). Batch # m9212f. The analysis results found that the msm20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a neck dissection procedure, the surgeon attempted to clip the vein and the jaws of the device cut the vein. No bleeding was mentioned but they had another clip applier readily available so it was used to complete the case. There were no patient consequences reported.